Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number: (B)(6), for one 80 year old male patient. The patient was reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): architect result = 0.22 s/co. Snibe tp-ab result = 2.0 s/co (reference range <1) no impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one 80 year old male patient. The patient was reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): architect result = 0.22 s/co. Snibe tp-ab result = 2.0 s/co (reference range <1) no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation for the architect syphilis tp assay lot 50319be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of a retained kit with the complaint lot number. No customer returns were available for evaluation. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and adequately addresses the customer issue. Based on the results of this investigation, architect syphilis tp reagent, lot 50319be01 is performing as expected and no systemic issue or product deficiency was identified.